Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was failed. A field service engineer investigated door 1 failure not detected on bus. Solenoid check showed ol reading. Replaced all door latch assemblies following bd pyxis medstation es field service guide appendix c section c.2.4. Reassembled station and confirmed door functionality through diagnostics. Station handed over to pharmacy staff for validation. Final acceptance test passed. Pyxis care technician completed workflow successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer was failed, not detected no bus and unable to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.